Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that the patient was diagnosed with a hernia. The home patient discontinued peritoneal dialysis therapy and was started on hemodialysis therapy the same day as the hernia diagnosis. The nurse reported that the home patient did not have a past medical history of a hernia. Per the patient the hernia was not related to peritoneal dialysis therapy stating "the hernia snuck thru scar tissue from where the kidney transplant was performed." No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The home patient (hp) stated he experienced a hernia and was immediately started on hemodialysis. The hp underwent a hernia repair on (B)(6) 2013 and is slowly resuming peritoneal dialysis therapy. Per the hp, he has never had an overfill or iipv. The home patient is not going to return the device for evaluation. No additional information is available. Review of the device history and service history revealed no issues that could have caused or contributed to the reported difficulty of patient symptom/hernia. If additional relevant information becomes available a follow up report will be submitted.